Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module laser filter glass was cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the segment fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the operation channel leak, and the bending rubber cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.